Manufacturer narrative:
This report is being supplemented to correct d4 - unique identifier (UDI) number. The UDI is updated from (B)(4).

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to the following linked patient identifiers: c24211237.

Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp/cpre), the distal tip was detached from the endoscope. The clinician removed the sphincterotomy so that the distal tip in the patient's stomach could be removed and another one could be replaced to continue the procedure. There was difficulty removing the cap as the procedure continued. The cap was removed with the help of grasping forceps. There were a few scratches to the patients gastric and esophageal mucosa. The endoscope was removed to apply another distal end cap. The procedure was completed with a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The subject device was returned to olympus for evaluation. No deformation was observed at the connection with the endoscope inside the distal cover of the actual device. Therefore, it is possible that the distal cover was not attached to the endoscope correctly. Moreover, testing was performed using distal covers from other lots and the major root cause is as follows: inadequate usability in the design of the distal end cover, which does not support consistent attachment or detectability of improper attachment. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it was determined that the distal cover was likely not properly attached to the scope and easily detached due to a load during the procedure. Since it is difficult to visually detect the attachment of this device, it is possible that the description in the previous instructions for use (IFU) manual was insufficient. However, the root cause could not be identified. Furthermore, olympus has revised the IFU to add detailed inspection and attachment instructions for the distal cover. The event can be detected/prevented by following the IFU which state: (IFU at time of occurrence) ¿section 8.2- inspection of the distal cover: should any irregularity be observed when inspecting the distal cover, do not use it. A distal cover with irregularity could not serve the endoscope properly and/or could fall off during the examination. Using the endoscope without the distal cover could cause patient injury. Confirm that the distal cover is free from any irregularities such as cracks, chips, pinholes, or deformation.¿ (IFU at time of occurrence) ¿section 9.3 - attaching the distal cover: never use a distal cover with cracks or pinholes. Replace it with a new one. If a distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the distal cover with cracks may cause patient injury due to sharp edges. Do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g., vaseline®) to the distal cover or the endoscope. These products may cause cracks in the distal cover. If a distal cover with cracks is used, it may cause patient injury such as: thermal injury from electric current leaks when performing high-frequency cauterization treatment. Gently hold the distal part of the bending section and the distal cover. Align the opening side of the distal cover with the lens side of the distal end of the endoscope. Put your finger onto the center on the top of the distal cover and push the top of the distal cover straight onto the distal end of the endoscope until the hook of the distal ring is completely visible within the opening of the distal cover. Hold the distal part of the bending section. Pull the distal cover gently to confirm that the distal cover on the distal end of the endoscope does not slip and come off. Twist the distal cover gently in both directions and confirm that the distal cover on the distal end of the endoscope does not slip and come off. Confirm that the distal cover is free of cracks or deformation.¿ (current/ revised IFU) ¿attaching the distal cover - section 9.3 and section 9.4¿ ¿section 9.4: the distal cover will deform when it is attached into the endoscope. Therefore, if it is attached correctly, the connection part with the endoscope inside the distal cover will become deformed.¿ this supplemental report includes additional information received from the customer. B5 updated accordingly. A correction has been made to d4; and an update has been made to d9 and h3 from the previous submissions. Also, information has been added to h4, h7, and h9. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the incident caused a 15-minute procedural delay. However, there was no consequence to the patient. Moreover, an anti-fog agent or other chemical was not applied to the scope lens. After attaching the distal cover to the scope, it was confirmed that the device was not damaged. The distal cover was pulled and twisted to ensure that it did not come off the scope. The device was firmly pushed in until the hook of the distal ring was fully visible within the distal cover opening in accordance with the olympus instructions for use (IFU) manual.